Event description:
It was reported that pen ndl 32g 4mm hp 105 box de protective film is defective. This occurred on 7 occasions before use. The following information was provided by the initial reporter: the protective film of the needles is defective.

Manufacturer narrative:
H.6. Investigation: two photos of a 32g x 4mm pen needle sample were returned from lot. No. 9114942, cat. No. 320561. Visual examination of the returned photos was carried out and delamination of the teardrop label was observed. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. The delamination of tear drop label occurred due to sealing process malfunction.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that pen ndl 32g 4mm hp 105 box de protective film is defective. This occurred on 7 occasions before use. The following information was provided by the initial reporter: the protective film of the needles is defective.